Event description:
A healthcare facility reported that the system would randomly shut down or not start up. Timing of the event and patient involvement are unknown. No add'l info has been rec'd to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).